Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen in the emergency room after experiencing syncope. Upon interrogation it was found that the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) for rapid ventricular response (rvr) from an atrial driven arrhythmia. The crt-d remains in service and no additional adverse patient effects were reported.